Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy rash where the device sits and unopened sores under the electrodes on the right side. The patient reported allergies to metals and tide. Distributor instructed patient that other detergents could be used. Patient's nurse recommended the use of neosporin. Patient reported that part of the rash had healed.